Event description:
It was reported that on (B)(6) 2025 skin tears were discovered on the "distal medial thigh approximately 4 inches x 2.5 inches" and on the "proximal medial thigh approximately 6 inches x 0.5 inches" after the ioban drape was removed. The facility reported that the tears were dressed in "tegaderm dressings" and the surgeon was aware. Per the facility, "the patient's skin prior to the procedure was bruised and fragile."

Manufacturer narrative:
It was reported that on (B)(6) 2025 skin tears were discovered on the "distal medial thigh approximately 4 inches x 2.5 inches" and on the "proximal medial thigh approximately 6 inches x 0.5 inches" after the ioban drape was removed. The facility reported that the tears were dressed in "tegaderm dressings" and the surgeon was aware. Per the facility, "the patient's skin prior to the procedure was bruised and fragile." It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.